Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. The customer stated that she was unconscious and did not know what she did with the insulin pump at the time of the event. The customer stated that her blood glucose was low for ten days, so she turned off the insulin pump. The customer was connected to the insulin pump at the time of the event. However, she stated that she did not get any insulin for 12 hours. The customer requested assistance reprogramming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.